Event description:
It was reported that prior to an aortic artery covered stent placement, pre-close placement of the sutures was attempted in a calcified femoral artery using perclose proglide devices. The first proglide device sutures were deployed through a 8-french sized access site. Reportedly, during deployment the second proglide was rotated 90-degrees from the first proglide device, but deployment failed due to a needle-to-cuff miss. A third and fourth proglide device were attempted, but also failed due to a needle-to-cuff miss. The suture of a fifth proglide device was deployed and set to the side. The access site was upsized to 14-french to accommodate the aortic artery covered stent delivery catheter. After conclusion of the index procedure, the knots from the first and fifth proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Calcification was reported at the femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide devices referenced were filed under a separate medwatch manufacturer report numbers.